Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2014, a 3.5x23mm xience prime stent was successfully implanted in the proximal right coronary artery (rca) lesion without a device deficiency. On (B)(6) 2015, the patient started experiencing unstable angina. On (B)(6) 2015, the patient was hospitalized for the unstable angina and medication was provided. Coronary angiogram was not performed. The event resolved without sequela and the patient was discharged from the hospital. Per physician, the event is unknown if device related. There was no additional information provided regarding this issue.